Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "environmental contamination." Customer reported that they believe their instrument is contaminated. Customer reported that they believed that their n1 positive target may have been carried over from (B)(6). Service sent the customer the decontamination procedure and cleaning guideline. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 11oct2019 and other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed to be an instrument issue as the issue is not induced by the instrument. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see section h10.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument became contaminated when the positive n1 target was carried over from another instrument during testing. This occurred 2 times during use. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer reports contamination; bd-sars-cov2." "On (B)(6) run#1443-a5; (B)(6), n1 positive; on (B)(6) run# 1507-a1; on (B)(6); n1 positive; customer thinks n1 target was carried over during testing on another covid instrument."

Manufacturer narrative:
Correction: the event was found to be related to an instrument/environmental contamination issue, not a reagent issue. The following information has been updated: b.5. Describe event or problem: it was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument became contaminated when the positive n1 target was carried over from another instrument during testing. This occurred 2 times during use. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.2. Common device name: instrumentation for clinical multiplex test systems. D.2. Medical device type: ooi. D.2. Medical device catalog#: 441916. D.2. Medical device lot#: na. D.2. Medical device serial#: (B)(6). D.4. Medical device expiration date: na. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k130470. H.4. Labeled for single use? No. H.4. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument became contaminated when the positive n1 target was carried over from another instrument during testing. This occurred 2 times during use. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "customer reports contamination; bd-sars-cov2". "10/24 run#1443-a5; ct1521, n1 positive 10/25 run# 1507-a1; on ct1526; n1 positive customer thinks n1 target was carried over during testing on another covid instrument."

Event description:
It was reported that while testing for sars-cov-2, the bd sars-cov-2 reagents for bd max¿ system became contaminated when the positive n1 target was carried over from another instrument during testing. This occurred 2 times during use. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer reports contamination; bd-sars-cov2". "On (B)(6) run# (B)(6), n1 positive. On (B)(6) run# (B)(6); on (B)(6); n1 positive. Customer thinks n1 target was carried over during testing on another covid instrument."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.